Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lv lead impedance alert was programmed off.

Manufacturer narrative:
Concomitant medical devices: 694765 lead, implanted (B)(6) 2009.

Event description:
It was reported that the left ventricular (lv) lead alerted for out of range measurements of low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.